Event description:
When activated sparks flew out of the insulation block. Note: there was no doctor/patient injury.

Manufacturer narrative:
After product evaluation, the cause of the failure is likely due to the use of a third party non-acmi electrode. Acmi electrodes have been specifically designed to meet the exact specifications and tolerances of acmi resection equipment. To the best of our knowledge, there have been no engineering tests to validate the safe use of non-acmi electrodes with our resectoscopes. Without such tests, there can be no assurance that electrodes other than acmis are compatible with acmi resectoscopes. Therefore, in order to assure safe, effective, and reliable operation, we recommend that only acmi electrodes be used with acmi resectoscopes.